Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she used 4 infusion sets that caused high blood glucose levels. When the infusion set was removed the needle was bent. Insulin would not go through. Customer's blood glucose level went over 400 mg/dl. The device was not returned.